Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit reported had a helium leak, there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Unit reported to have a helium leak, confirmed by rep upon startup of unit. Found broken o-ring on rescue unit connection port to trolley. Replaced o-ring and tested for helium leak, none noted. Performed complete functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.